Event description:
Pt with degenerative arthritis of the left hip was undergoing a total hip replacement. During insertion of a 6.3mm tri-lock broach, a small crack was made in the calcar. Two cables were placed around the proximal femur and the operation was completed.